Event description:
A (B)(6) old male pt contacted zoll customer support to report his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon eval it was found that the flash memory chip (component u105) was pulled from the c/a board. The disconnected flash memory chip is likely due to fractured solder connections induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.